Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, a second 23mm sapien 3 ultra valve was implanted. The two 23mm sapien 3 ultra valves embolized, therefore, a non-edwards valve was implanted and two aortic stent grafts were implanted.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences as it remains implanted. However, the following instructions were reviewed: IFU, commander delivery system with s3/s3u thv, canada, procedural training manual, ous. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malpositioned thv and thv embolized into aorta was unable to be confirmed as no relevant imagery was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, 'during the procedure, the first 23mm sapien 3 ultra valve was just positioned too aortic and embolized into ascending aorta. The plan was for a high implant' and 'as per medical opinion, the root cause of the event can be attributed to the team attempting a very high implant'. In this case, the site planned for high implant, which may be due to the condition of patient's anatomy. As such, available information suggests that procedural factors (valve position and deployment technique) may have contributed to the complaint event. Per training manual, the thv is to be assessed with respect to 'target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular)'. Due to the high implantation, the deployed valve was inadequately secured to the target site (annulus); subsequently, the deployed valve was dislodged from the target site (annulus) and embolized into the aorta as reported. As such, available information suggests that procedural factors (plan to have high valve positioning) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.